Manufacturer narrative:
A specific cause for the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This medwatch report represents the driveline infections with subsequent surgical revision that were previously unreported to the manufacturer. The referenced report of transplant due to pump pocket infection is covered under medwatch MFR report #2916596-2017-03344. (B)(4). Approximate age of device - 27 days. The lvad remained implanted at the time of the driveline infection and surgical revision. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was diagnosed with a driveline infection in (B)(6) 2016. On an unspecified date, the patient had an incision and drainage and driveline revision procedure. Cultures grew staphylococcus epidermidis and the patient was treated with vancomycin and levaquin. The patient had another course of intravenous antibiotics (meropenem and daptomycin) which was completed on (B)(6) 2017. On (B)(6) 2017, a culture tested positive for pseudomonas aeruginosa. The patient was treated with meropenem and treatment was completed on (B)(6) 2017. It was reported that the patient was on oral cipro suppressive therapy. On an unspecified date, the patient was elevated to status 1a on the heart transplant list due to a previously unreported pump pocket infection. On (B)(6) 2017, the patient was transplanted. No additional information was provided.